Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank and white display. Customer's blood glucose was unknown at the time of incident. Customer could not troubleshoot and indicated that they would call back at a later time. No further details given.